Event description:
Caller reported intermittent cartridge alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved as the caller successfully loaded a cartridge and resumed insulin therapy.